Event description:
Customer reported discordant high hemoglobin a1c results. Customer reported that on (B)(6) 2013, hemoglobin a1c measured 9.3 on a capillary sample but it read approximately 2 points lower from testing at a referral lab. There was no report or injury for this event.

Manufacturer narrative:
The cause for the discordant hba1c result is unknown.